Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's implantable pacing lead. The patient presented for pulmonary vein isolation due to having atrial fibrillation (af). During the radio frequency (rf) ablation procedure, the ventricular epicardial lead showed intermittent loss of capture and increased thresholds. There was also a decrease in r wave amplitude observed. It was determined that the rf energy had interfered with the pacing lead, due to the proximity of the lead and rf catheter. Of note, once the rf energy was turned off, the device functioned normally. The patient¿s rf ablation was completed ¿successfully;¿ however, during the patient¿s post-operative course, the complication of a stroke, which resulted in ¿mild residual deficits.¿ the status/location of the lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4965-atrial unipolar lead. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Without a lot number or lead serial number, the manufacturing date cannot be determined. Since no lead ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿epicardial unipolar lead loss of ventricular capture during radio frequency ablation of atrial fibrillation.¿ case reports in cardiology. 2020; 2020. Doi: 10.1155/2020/4312315. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's implantable pacing lead. The patient presented for pulmonary vein isolation due to having atrial fibrillation (af). During the radio frequency (rf) ablation procedure, the ventricular epicardial lead showed intermittent loss of capture and increased thresholds. It was determined that the rf energy had interfered with the pacing lead, due to the proximity of the lead and rf catheter. Of note, once the rf energy was turned off, the device functioned normally. The patient¿s rf ablation was completed ¿successfully;¿ however, during the patient¿s post-operative course, the complication of a stroke, which resulted in ¿mild residual deficits.¿ the status/location of the lead is unknown. No further patient complications have been reported as a result of this event.